Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient experienced blurry vision at distance, uncorrectable. The iol was exchanged in a secondary procedure. Clinical reason for explant is residual hyperopia and cylinder persist and small amount of rotation of iol. Additional information has been requested.